Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited low impedance. It was decided the patient will continue to be monitored and no intervention was performed. The patient was in stable condition.

Event description:
New information noted the right ventricular lead exhibited failure to capture and undersensing. Programming changes were performed. The patient was in stable condition.

Event description:
New infomation noted that the right ventricular lead was capped and replaced on (B)(6) 2024. It was reported that there was lead noise which was over-sensed causing loss of pacing. The patient was in stable condition post procedure.